Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. On the event date of 03-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 21.05 u and dailytotalofbolusinsulindelivered = 53.05 u which is equal to the dailytotalofallinsulindelivered = 74.1 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 03-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0874 inches. All buttons function properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump history on (B)(6) 2025 at 01:20:57.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.1 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked up and down keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the bolus wizard offered a corrected dose of 13 units when 7 units were expected, despite correct parameter entry, and received a stuck button alarm.. The blood glucose value at the time of the event was 19 mmol/l. The customer was treated with an insulin pump. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.